Event description:
It was reported that this lead exhibited high thresholds and oversensed noise. No adverse patient effects were reported. The patient will be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).